Event description:
The technician alleged the intermediate siderail won't latch.

Manufacturer narrative:
Technician found the latch and spring latch bias stuck with sticky fluid that had gotten in to the siderail center arm assembly. Technician removed siderail and cleaned to resolve.